Event description:
On the day of the event, a vm was received from the user facility requesting a call back in reference to an incident at their facility. On the following day, the manufacturer's representative contacted the user facility's safety/risk management. Coordinator and the following information was received: physician tried to explant the device. When he pulled out the device, device catheter snapped. Segment migrated to patient's right ventricle. Patient was transferred to another hospital to have the migrated segment removed.